Event description:
A review of service data detected a reportable problem. During servicing, the connector on battery pack sn (B)(4) was damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, the pack had a damaged battery connector. The root cause for the damaged connector could not be positively identified, but was likely excessive force. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.